Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure, but there was blood on the capsule after removing it from patient's body.